Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having tumors in lungs after doing 2 CT scans, pet scan, CT guided biopsy. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient previously alleged having tumors in lungs after doing 2 CT scans, pet scan, CT guided biopsy. The tumors in lungs that have been biopsied, patient stated (B)(6) he had 2 CT scans, pet scan then CT guided biopsy. However, all of this information was presented in relation to asking for remstar device replacement. This information is listed medical history and was provided per the recommendations of philips and the FDA as part of the device replacement prioritization process and reasons they require a replacement. The patient makes no allegation that the device caused these diagnoses. There is no serious injury alleged to have occurred after use of the device. Therefore, the device did not cause or contribute to a serious injury or death. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.